Manufacturer narrative:
Additional information has been requested regarding the evaluation and repair of the device. When additional information is received, a supplemental report will be submitted. H3 other text : device not available for evaluation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown. After installing iab in the cath room, when about to move to the operating room, the power suddenly went out. Since iabp would not restart, it was replaced with another iabp. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge fse evaluated the cs300 pump. Fse performed inspection work based on periodic inspection record sheet. Symptoms reappeared even after contact cleaning. On (B)(6) keypad controller board was replaced. Symptoms reappeared. On (B)(6) power supply was replaced. Improvement of symptoms. There seems to have been a problem with the power supply between the display board and the keypad controller board. Fse performed full calibration and tested the unit. The product passed all functional/safety testing.

Manufacturer narrative:
A getinge field service engineer (fse) cleaned and inspected the unit, but the issue persisted. The fse replaced the keypad controller board and the issue still persisted. The fse then replaced the power supply. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received the following parts associated with this complaint: part power supply part pcb, keypad controller these parts were received with a reported unit failure of system shutdown and code #55. The failure analysis and testing dept. Performed a visual inspection and found part number pcb, keypad controller to be in good condition. Part power supply was extremely dusty inside the power supply. The fat used a vacuum to remove as much dust as possible. The fat installed part pcb, keypad controller serial number (B)(6) into the cs300 test fixture and tested the keyboard controller to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The keypad controller passed testing. The fat then proceeded to allow the cs300 test fixture to pump for two hours. No problems were observed during the two hours of pumping. The fat then installed part power supply serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the power supply to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. All power supply voltages met factory specifications. The unit continued to pump with both suspect parts installed. The cs300 test fixture pumped for 8 hours . The fat did not observe a code 55 or did the unit shutdown during the 8 hours of pumping time. The fat could not recreate the failure. The parts passed testing. Probable cause may have been attributed to an extreme amount of dust in the power supply, allowing heat to build up and contributing to the shut down of the cs300. Retaining the parts in the fat per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) shutdown. After installing iab in the cath room, when about to move to the operating room, the power suddenly went out. Since iabp would not restart, it was replaced with another iabp.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.